Event description:
It was reported that the cutting end became damaged while taking graft from iliac crest during an unknown spinal surgery. No patient complications were associated with this event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The instrument geometry is bent. Material thickness and material hardness determined to be conforming to print specification. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.